Event description:
Heparin bags have been leaking on a number of occasions. The bags are setup at night to be ready for urgent use. The bags leak overnight, and are found to be empty in the morning. The bags are leaking at the bottom of the bag (when hung) near the spike access ports.